Event description:
Customer reported experiencing a past high blood glucose event with an unknown specific level indicated as "high." Cause was not known. Customer needed help from a partner who assisted by changing the site and using multiple daily injections. To resolve the event, the customer changed the infusion set and cartridge. There was no reported injury.